Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the adc device. The caregiver reported a high sensor reading of 'hi' (> 500 mg/dl), and treated customer with 3 iu insulin. The customer then became hypoglycemic and was dizzy and weak, requiring treatment of honey, juice, and chocolate. The customer was taken to hospital were additional treatment of glucose drip was administered. There was no report of death or permanent injury associated with this event.